Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window. Analysis was unable to perform the displacement test due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that there was crack on the retainer ring. Blood glucose level at the time of call was 90 mg/dl. Customer indicated damage to the thread ring. The device will be replaced and returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.